Manufacturer narrative:
Device evaluation of charger sn (B)(4) and battery pack sn (B)(4) has been completed. The reported problem (charger fault / does not charge battery packs) was confirmed. As received, the charger was unable to charge a test battery pack and the battery pack was non-functional. Upon evaluation, the q1 current controlling transistor was shorted on the bedside board of the charger and the battery pack cells had a mis-matched output voltage. The cause of the mis-matched output voltage is the defective charger. The cause of the defective charger is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective charger or battery pack.

Event description:
A us contacted zoll to report that a patient's charger was producing a fault and not charging the batteries properly.